Manufacturer narrative:
The unrelated surgery was not the cause of the connection issue and is unrelated to the CAPA 1627487/06/02/2017/001-c.

Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient's ipg was unable to communicate with external devices following an unrelated surgical procedure. Reprogramming was attempted wherein the issue was resolved.